Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test. However pump alarmed motor error during occlusion test due to faulty fsr (gold). The motor was tested outside the unit and passed. No unexpected no delivery alarm noted during testing. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had motor error and no delivery alarm. Customer's blood glucose level was 400 mg/dl. Customer stated they were unable to push insulin manually. Customer was able to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.